Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during an in-clinic follow-up, episodes of low pacing impedance values and noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead insulation damage. Reprogramming was performed to resolve the event. The patient was stable.